Event description:
It was reported that during a percutaneous transluminal renal artery stenting procedure, a stent dislodgement occurred. The very calcified lesion being treated was located in the renal artery with an inferior takeoff. Once inside, there was a sharp turn. A 6fr guide catheter and .014 guidewire were used to access the vessel. The stenosis in the renal artery was predilated with a 4mm balloon. The physician had difficulty crossing the lesion with the express renal biliary stent delivery system. Therefore, the physician removed the stent delivery system and exchanged the guide catheter to a 7fr. When the physician went to reintroduce the stent delivery system, he noted that the stent was not on the balloon. Another of the same size devices was then successfully deployed in the renal artery. The physician then noticed the first stent having embolized into the aorta. The physician was able to use a snare to retrieve the embolized stent. There were no pt complications, and pt status was reported as 'ok'. The physician was reported to have stated that the calcific nature of the lesion and tortuosity of the anatomy may have played a role in the dislodgement of the stent from the delivery system.